Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube buckles at end of root brace, forward body trim collar attaching nut worn/ loose thread, pve electrical connector pin housing dowel corrosion, distal tip annual maintenance, passed dry leak test, lightguide prong cover glass set loose, passed wet leak test, forward body trim collar cracked, distal cap/ case cracked, operation channel- primary, kinked at end of insertion root, fluid invasion not observed in control body, fluid invasion not observed in pve connector, # 2 remote control button cover cracked. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 21-oct-2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, fwd body trim collar, fwd body trim cover attaching nut, rl pulley assy, ud pulley assy, remote control button, light guide cable.